Event description:
A pt who had been injected with radiesse dermal filler in the naso labial folds and marionette lines on (B) (6) 2009, developed severe pain, tenderness, bleeding and a crusting near the nares, which led to infection. The pt was prescribed keflex (antibiotic) and after 12 hours the symptoms had improved.

Manufacturer narrative:
During a follow-up with the clinic, it was reported that the patient's symptoms had resolved. The device history records for radiesse lot 1013296 were reviewed; the testing specifications had been met.